Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated from the right flank to the left flank. The patient was doing well postoperatively. The device remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated from the right flank to the left flank. The patient was doing well postoperatively. The device remained implanted. Additional information was received that post surgery, the patient had fluid build up which created tightness. At first infection was suspected, however, physician confirmed that there was no infection and the patient was just too sensitive to pocket sites.